Event description:
It was reported that the size 5 4:1 cutting block was used to make our posterior/anterior and chamfer cuts on the distal femur during a bilateral tka. Upon putting on our size 5r cr femoral trial, we noticed that the femoral trial would not sit perfectly flush, especially along the anterior chamfer cut, just on the lateral side. This was after doctor (B)(6) had used femoral impactors, as well as the triathlon rasp and sagittal saw to ensure there was no extra bone interfering with the fit. Doctor (B)(6)originally was going to use a press fit knee, but due to our approximately 1mm gap on the lateral side, he opted for a cemented knee. Upon doing the second knee in the bilateral, we noted the same situation. We also noted that our femoral sizer had sat perfectly flush with the distal femur after the 8mm resection, which is what leads us to believe the issue was with the 4:1 cutting block.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.